Event description:
Two 23.5 diopter intraocular lenses from the same production lot were implanted in the right eye of a male pt in a "piggyback" configuration. One week later, the surgeon exchanged the anterior lens. The pt has made a good recovery from the surgery; the doctor reports the prognosis is "excellent". During the most recent examination, visual acuity was 20/40 in the operated eye. The device was not returned for evaluation, but a member of the doctor's staff stated that the lens was not defective; the surgeon chose the wrong power lens for the pt.